Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump was not working as it should. The customer reported blood glucose from the meter was not received on the pump. The customer reported the loss of connection between the pump and mobile device. The customer called with a keypad anomaly complaint. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040ma, mmt-6101. Troubleshooting was performed for the no blood glucose was received from the meter and the reported event was resolved. Troubleshooting was performed for the auto mode- unable to enter auto basal and the customer was advised to monitor the pump. Troubleshooting was performed for the sensor glucose vs blood glucose event and the non-serialized device was not replaced. Troubleshooting was performed for the loss of connection between the pump, and mobile device, and also the issue was resolved, no escalation is required. Troubleshooting was performed for the keypad anomaly but later it was declined. The customer is requesting assistance with entering auto basal. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose value that triggered the suspend on low/suspended before the low event was 52 mg/dl and the low limit in sensor settings was also 70 mg/dl. The blood glucose value associated with the triggered suspended event was 92 mg/dl which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. Troubleshooting was performed and the sensor has been worn for less than 4 days. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. No blood glucose was received from the meter. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7040ma. No product return is required for mmt-6101.